Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: pxc201000/(B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and a left and right iliac artery aneurysm. On (B)(6) 2010, a follow up computed tomography scan revealed a type ii endoleak originating from the right common iliac artery aneurysm. On (B)(6) 2011, the patient was implanted with two tornado coils and one gore excluder aaa endoprosthesis contralateral leg component to treat a type ii endoleak. During the removal of the sheath, thrombus was noted on the wire and a fogarty thrombectomy was performed on the right common iliac artery, the superficial femoral artery, posterior tibial artery and popliteal artery. The endoleak was resolved and the patient tolerated the procedure.